Event description:
It was reported that during a shoulder cuff repair surgery the front end of the device was broken after opening the box. A backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded the device was used in the patient.

Manufacturer narrative:
Twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal end of the anchor has broken at the suture eyelet. The suture and anchor are soiled with what appears to be human matter indicating the device was attempted to be used. Removal of the anchor from the inserter tip confirmed both inserter tines have been broken off. The condition of the device indicates it was subjected to excessive forces resulting in the observed damage.